Manufacturer narrative:
Additional procodes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, while drilling for a 3.5 cortex screw, the 2.5 drill bit snapped as soon as the surgeon began drilling. The drill bit broke at the hub/shaft junction. The fragments were easily retrieved. The surgery was successfully completed with no delay. There was no patient consequence. This report is for a 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).